Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure that the t-handle broke while were reaming by hand. The procedure was completed, without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the jaws have fractured off the device. The fractured pieces were not returned with the device. The t-handle fractured in the jaws of the handle, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the mater. A medical investigation was conducted and confirms this case reports the t-handle broke during use. Per complaint details, the procedure was completed without patient injury or delay, using a backup device. Since no patient harm is alleged, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the t-handle broke during use. Per complaint details, the procedure was completed without patient injury or delay, using a backup device. Since no patient harm is alleged, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.